Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿dark material¿ stuck in the lumen inside the patient line of a homechoice cassette. This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a dark spot inside one of the set tubes, specifically inside the patient line. The tube was cut open for internal evaluation. The observed spot was characteristic of an encrustation of degraded polyvinyl chloride (pvc) material. The reported condition was verified. The cause of the encrustation was determined to be related to a manufacturing process extrusion defect. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.